Manufacturer narrative:
Manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. The device was returned for evaluation. A visual inspection was performed and a burst was noted in the catheter shaft. No other anomalies were noted to the device. The balloon was unable to be inflated. Therefore, the investigation is confirmed for the reported catheter shaft burst, as the burst was noted in the catheter shaft. The deflation issue is inconclusive, as the device could not be tested for deflation. The definitive root cause for the identified burst in the catheter shaft and reported deflation issue could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model cqf7594 pta balloon dilatation catheter allegedly experienced deflation issues during an angioplasty in a fistula. It was further reported that the catheter shaft of the pta balloon allegedly burst. The procedure was completed with another device. This report was received from one source. This event involved one male patient, 36 years of age and the weight was not provided. This patient had no reported patient injury.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cqf7594 pta balloon dilatation catheter allegedly experienced deflation issues during an angioplasty in a fistula. It was further reported that the catheter shaft of the pta balloon allegedly burst. The procedure was completed with another device. This report was received from one source. This event involved one male patient, (B)(6) years of age and the weight was not provided. This patient had no reported patient injury.